Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). If further details are received at a later date a supplemental medwatch will be sent. Event related to patient's first case reported via mw # 2210968-2022-00001.

Event description:
It was reported that a patient underwent a sacrocolpopexy procedure on (B)(6) 2008 and the mesh was implanted. It was reported that the patient began to experience a levator ani/obturator spasm on an unknown date in (B)(6) of 2010. It was reported that the event had a possible relationship to the study device and a possible relationship to the primary study procedure. It was also reported that there was drug therapy administered, but the patient has not recovered, and the event has not resolved.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/03/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional b5 narrative: it was reported that a patient underwent a sacrocolpopexy procedure on (B)(6) 2008 and the mesh was implanted. It was reported that the patient began to experience a levator ani/obturator spasm on an unknown date in november of 2010. It was reported that the event had a possible relationship to the study device and a possible relationship to the primary study procedure. It was also reported that a non-surgical procedure, therapy, or intervention was required. There was drug therapy administered, but the patient has not recovered, and the event has not resolved.